Event description:
It was reported that during an unknown procedure, one clip applier would not fire and the other clip applier locked out. Case completed with one new device each of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = returned empty. The analysis results found that the mcs20 device was returned cycled with the jaws closed. Upon visual inspection, the instrument was noted to be empty. The handles were released in order to complete the cycle and upon evaluation, the lockout mechanism was found to be non functional. Due to the returned condition of the device, no further testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position. No conclusion could be reached as to what may have caused that the lockout spring was out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.